Event description:
During a ptca procedure, the tip of the wire fractured. The vessel had been successfully wired and a balloon catheter was advanced over the wire. The balloon was removed and while advancing the wire further down the vessel, it was noted that the wire had fractured at the tip. Attempts to snare the wire segment were unsuccessful and the tip of the wire remains in the pt. Pt status is listed as "okay".